Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with off-pump coronary artery bypass (opcab) was implanted with an impella 5.0 device for mechanical circulatory support. During impella placement, heparin was stopped due to bleeding at the extracorporeal membrane oxygenation (ECMO) insertion sites. Weaning was successful, the device was explanted, and the patient survived the procedure.